Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported right-side deflation. Additional report of "any creases associated with hole". The device has been explanted.

Event description:
Health care professional reported right-side deflation. Additional report of "any creases associated with hole". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, brown biological tissue, wear abrasion and opening on anterior. Leak test and microscopic analysis was performed which identified: crease sharp on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. Wrinkles (creases) are observed but have no relationship with manufacturing. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease sharp on anterior assessed as fold flaw opening.